Event description:
The exactamix bags could not be closed off properly due to the outlet tube being broken. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.